Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The customer reported she was trying to get the blood glucose regulated for and the levels were swinging from 40 - 400 mg/dl. The customer was kept in the hospital until the blood glucose was regulated and then had her surgery. No troubleshooting was done due to the issue being a past event.